Manufacturer narrative:
Additional information received that the broken parts were incorporated into the filling. No injury. Summary: involved products that broke during use was not returned and cannot be identified and analyzed. Moreover, no unused files are available for evaluation. Nothing unusual to report was found during dhrs review (batches #1770455, #1770456, #1770319 and #1770133). Root causes are not identified. We will track this kind of event and monitor the trend. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580 health effect - impact code - 4648 the correct codes for this complaint are: health effect - clinical code - 3165 health effect - impact code - 2199 this is a follow up report to correct this code.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc blue, 4x, sterile broke during use. The outcome of this event is unknown as of this MDR. Further information requested.